Event description:
Paramedics attended to a person who had collapsed at work. The pt was diagnosed in ventricular fibrillation. The pt was connected to the device using disposable defibrillation electrodes. Each time the operator pressed the analyze button, the device displayed the connect electrodes alarm and use of the defibrillator was made available and used to administer defibrillation therapy to the pt. The pt was resuscitated.